Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. The 1.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, the balloon ruptured at 10 atmospheres. The device was completely removed from the patient and the procedure was completed with a 1.0 non bsc balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).